Event description:
It is reported that a zimmer mis quad-sparing screw, that holds the 4-1 cutting jig in position, was inserted with driver but would not come out. The surgeon attempted various ways to remove it without success. After many attempts, the surgeon was only able to remove part of the screw. The remaining portion was cut flush at the bone and left in the pt.

Manufacturer narrative:
Eval summary: the return portion of the screw exhibits extensive damage. The hex portion of the screw is significantly rounded, most likely as a result of multiple failed attempts to extract the screw from the cut guide. However, a mis screw inserter/extractor was able to mate partially with the hex portion of the screw suggesting that the damage to the hex was not responsible for the inability to remove the screw from the cut guide. Sem analysis indicates that the returned portion of the screw fractured as a result of overload. It is possible that the hole of the cut guide the screw was inserted through was damaged and caused the screw to become fixed in the guide. However, since the mating cut guide was not returned for evaluation the probable cause of this failure cannot be definitively determined. As returned, the hex portion of the screw is rounded significantly. The alleged issue description indicates that this portion of the screw was "cut" at the bone. Sem analysis, however, indicates that it was fractured as a result of overload. Eds analysis confirms that the screw is made of 17-4ss. The lot number of the device is unk, so the device history records could not be reviewed. Also, the field age of the device is unk.